Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was unknown and was not recorded as the new mcs tip was able to be set, the mcs instrument is still used in the hospital after cleaning and reprocessing. The distal end of the instrument was damaged or had missing piece and was the tube adapter was slightly scratched. There was no fragment fall inside of the patient¿s anatomy and the patient did not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. The patient information was not able to be obtained.

Event description:
It was reported that prior to starting a da vinci-assisted sigmoid colectomy surgical procedure, the sp monopolar curved scissors instrument did not hold the mcs tip (blade). The customer attempted to reseat the instrument multiple times with no change. The procedure was completing as planned with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by using a spare monopolar curved scissors instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.